Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
A healthcare facility in norway reported that following an uncomplicated cataract surgery, in the left eye the patient experienced toxic anterior segment syndrome (tass). The patient experienced eye pain and inflammation in the anterior chamber with suspected bacterial endophthalmitis. A vitrectomy was performed and cultured with negative results. The patient prognosis is reportedly good with ongoing low grade anterior chamber inflammation.